Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. Attempts were made to interrogate the device, and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in premature battery depletion. This was the reason behind the initially reported message that was displayed.

Event description:
It was reported that during an insertable cardiac monitor (icm) device implant procedure, initially, it was possible to connect with this icm device. However, after the icm device was implanted, a message was displayed, indicating there was an issue with the icm device. Due to this reason, the device was removed from the patient, prior to pocket closure, and a different icm device was successfully implanted to complete the procedure. No adverse patient effects were reported. The first icm device has been returned and analysis has been completed.